Event description:
A user facility returned the olympus asset high-definition lcd monitor, to the olympus service center. Upon inspection and testing of the returned device, it was observed, the quantum board was faulty. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation it was noted, there was no serial digital interference (sdi) 1 image, the quantum board (qb) was faulty and cosmetic wear was observed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to e2 and e3, as this information was inadvertently not included in the initial medwatch report. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the serial digital interface image was not displayed due to a faulty printed circuit board (quantum board). The root cause of the faulty printed circuit board was unable to be identified. Olympus will continue to monitor field performance for this device.